Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station keeps reboot multiple times. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was repeatedly rebooting and was unable to power on successfully. A technical support specialist (tss) dialed into the station and reviewed the medapp logs, where repeated errors were identified indicating continuous device reboots. Further analysis confirmed that the issue was caused by a power-related problem. Verified that the battery had been replaced earlier, and after the replacement, the station stabilized and is now functioning normally without further reboot occurrences. The system functioned as intended after technical support specialist verified the device.